Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician wanted to use the explanted device as a temporary pacemaker. Technical services discussed device function and off-label use. Attempts to obtain additional information, however no further information was available. This crt-d was taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.